Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and slight evidence of blood were observed. Small traces of tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw and slightly twisted. The heater wire was observed to be detached at the tip but remained attached at the base of the jaws. The silicone insulation was observed to be intact with no defects. There were no other visual defects observed. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿material twisted; bent; wire¿. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.